Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the infusion set was leaky at the top side of the cannula housing. This resulted in hyperglycemia. Pt was unable to provide details of event. Infusion set was replaced and requested for eval. The pt did not require treatment from a healthcare professional or second party to address the issue. No add'l details were provided.